Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4) description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to a procedure related infection at the pocket site. The patient's symptoms included pus and pain at the pocket site, drainage, and redness. Medical treatment was provided prior to explant, IV antibiotics were given intraoperatively, and flushing at the pocket site was also done. The patient was released from the hospital with a peripherally inserted central catheter (PICC line).

Event description:
A report was received that the patient underwent an explant procedure due to a procedure related infection at the pocket site. The patient's symptoms included pus and pain at the pocket site, drainage, and redness. Medical treatment was provided prior to explant, IV antibiotics were given intraoperatively, and flushing at the pocket site was also done. The patient was released from the hospital with a peripherally inserted central catheter (PICC line).

Manufacturer narrative:
Additional information was received that the patient had been cleared of her infection.